Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the problem directly on site. Troubleshooting check performed, after various tests a fault was detected on the pim interface pneumatic module. Replacement performed. Functional checks and diagnostic tests. Regular operation tests. Repair completed. The device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Manufacturer narrative:
Due to character limitations in e1(initial reporter) - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e1 (initial reporter).

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that before the use of cardiosave intra aortic balloon pump, autofill failure alarm popped up. There was no patient involvement and no injury reported.